Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance that resulted in a programmer alert. The device was reprogrammed. The patient is not dependent. The patient was stable. The physician has stated there are no plans for replacement.

Manufacturer narrative:
Should have been (B)(6) year (s), rather than; (B)(6) year (s). Date of birth; should have been blank. UDI; should have been; (B)(4).